Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to magnetic resonance imaging, was not working and that they experience a high blood glucose level of 490 mg/dl. The customer's blood glucose level was 398 mg/dl during the call. The customer treated with a manual injection. The customer was assisted with battery out limit troubleshooting. The customer was assisted with clearing the alarm and they stated that the batteries were out of the insulin pump greater than duration allowed. Troubleshooting was transferred to weak battery alarm. The alarm and its possible causes were explained and customer was instructed to clear the alarm. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to magnetic resonance imaging and also reported receiving a motor position encoder error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no weak battery alarm, no battery out limit alarm and passed the self-test noted. Pump failed the displacement test (54.1 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime test, and unexpected restart error test or verify motor position encoder error alarm due to motor error alarms. No pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.